Event description:
It was reported that the pt underwent a spinal surgery which included a foraminotomy and a plate was implanted. The pt reported that fusion is not occurring and that the pt may have an allergy to the metal in the implant. The pt is running a low grade fever and has an allergy to titanium and copper. No revision surgery has been scheduled. No other pt complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined. Non-union.